Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8590-1, lot# n478665, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from an healthcare provider, via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain and failed back surgery. Concomitant medications and pertinent medical history were not reported. On an unknown date, the patient experienced a bowel obstruction and/or hernia. Interventions included a partial system explant to be performed on (B)(6) 2015; information regarding ascenda catheter ligation was requested. Patient symptoms were unknown. The patient's current status was reported as "being addressed by hcp." Additional information regarding which devices were removed in the partial explant, the medication in the pump (concentration, dose, lot number), concomitant medications, medical history, onset of the bowel obstruction/hernia, symptoms, diagnostic testing, and cause of the bowel obstruction/hernia was requested. If additional information is received, a follow-up report will be sent.